Event description:
Per sales rep, the neuro screwdriver handle was being used. The screw that holds the turning device on the handle came out. The surgeon still used the handle throughout the surgery and now the screwdriver is harder to turn.

Manufacturer narrative:
Investigation in process, but not yet complete.